Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the clip opened 24 hours after surgery. The clip should have sealed the ductus cysticus but liquids went out. The patient had to be transferred to another hospital and a sent had to be placed via a gastroscope into the ductus pancreaticus. The device had been discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.